Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. No information was provided regarding patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for sample evaluation. The reported event was unknown; however, a low drain volume alarm and check patient line alarm were identified during a review of the event history log. A visual inspection was performed. The reporter did not specify a problem with the device. However, start up test revealed power up issue. The power supply was replaced. Full functional testing, electrical safety testing, and a simulated therapy were then performed with no additional issues noted. The cause of the reported issue was determined to be a power failure. To correct the condition, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.